Event description:
It was reported in article studying the effects of vns on pts with refractory epilepsy that two pts experienced an increase seizures. This report will house the second pt that experienced an increase in seizures. Good faith attempts to obtain additional info including pt and product info are currently being made.

Manufacturer narrative:
Alonso-vanegas, ma, et. Al. Chronic intermittent vagal nerve stimulation in the treatment of refractory epilepsy: experience in (B) (6) with 35 cases. Cirgia y cirujanos 2010; 78: 15-23.